Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the device found that the stent struts on proximal row 6 were lifted. The undamaged distal section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and slight damage was noted at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that there were multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 50-60% stenosed target lesion was located in the left circumflex artery. A 24 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, the distal stent kinked and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 50-60% stenosed target lesion was located in the left circumflex artery. A 24 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the distal stent kinked and the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.